Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the jaws could not be opened after firing the device on the blood vessel. The indicator window showed that the number of clips left in the device was one (the orange scale covered 2/3 on the indicator window). The trigger could not be released. After that, the trigger was released manually to the home position and the jaws were opened. The clip was not deployed and a bleeding from the blood vessel which was clamped with the jaws was found. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: which firing did the incident occur on?---the indicator showed the remaining clip was 1 when this event occurred. Were there any feeding issues experienced with the device? ---the doctor did not check whether the clip was fed properly. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? ---no information. Did the clip not feed into the jaws, resulting in the jaws cutting the structure upon firing? ---yes, (if yes, please reference the IFU which states to ensure visualization of the clip in the jaws prior to firing). How was the structure repaired? ---astriction with gauze was performed and then, sealed with an energy device, so the bleeding was a little. Did the surgeon try to pull the trigger from the handle? ---yes. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---yes. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed the remaining clips as intended. The jaws open and closed as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4)